Event description:
During an elective tibial nail removal, the surgeon had difficulty threading the extraction screw into the nail. After several attempts, the surgeon decided to leave the nail in place. The tibial fracture was noted to be healed. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation could not be completed; no conclusion could be drawn, as no device was returned. Review of the manufacturing records has been requested.